Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The customer provided images of the instrument proximal end with no obvious damage. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon complained of the tip of the monopolar curved scissors (mcs) instrument being blunt and noted that tissues were sticking too much on the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the target tissue at the time of the event was the prostate. There was no adverse effect or unexpected tissue removal as a result of the issue. However, the issue was noted to result in minimal bleeding. The observed bleeding was noted to be "within acceptable range" and the surgeon used hemostasis along with coagulation to resolve the bleeding. It was further noted that the sticking tissue was not connected to major organs. The mcs instrument was replaced with another to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed and found to have blade damage at the tip, middle, and at the base of the blade. Both blade edges ere indented. The blade indentation did not cause the mcs instrument to fail the cutting test. It was noted the cutting edge did not have corrosion which would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.